Manufacturer narrative:
Unique identifier (UDI) (B)(4). Initial reporter occupation: occupation is lay user/patient. The test strips were requested for investigation. The reporter's strips were provided for investigation where they were tested using a reference meter and retention controls. Testing results (qc range = 2.1- 3.3 inr): qc 1: 2.6 inr. Qc 2: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the hemosil reagent. At 1:15 pm, the result from the meter was 1.4 inr. The customer was then tested at two different laboratories. At 12:20 pm, the result from the laboratory using an unknown reagent was 1.52 inr. At 1:22 pm, the result from the laboratory using the hemosil reagent was 1.99 inr. The customer has a therapeutic range of 2.0-3.0 inr.